Event description:
Related manufacturer reference number: 2017865-2022-17045. It was reported that the patient passed away. Upon investigation, a decrease in the pacing impedance was observed on the right ventricular (rv) lead. However, there was no indication from a healthcare professional that an abbott device caused or contributed to the patient's death. Further information was requested, but has not been received.

Manufacturer narrative:
The device was returned for evaluation. The device image analysis indicated the average monthly voltage and current trends were normal. Telemetry, pacing, and environmental stress testing were performed and no anomalies were noted and the device was in normal range of operation. A longevity assessment was performed and the device had an appropriate longevity remaining.